Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a flexnav delivery system sm was chosen for use during an implant procedure. During the procedure, it was discovered the flexnav delivery system had a ridge on the blue marker band which seemed to cause damage to the patients femoral artery upon insertion. No additional information has been provided. (B)(6) 2022pm

Manufacturer narrative:
An event of damage at the ridge of the marker band was reported. The investigation found that there was damage to edge of the valve capsule and that the valve capsule appeared to have been over-traveled on the nose cone creating a ridge. When the valve capsule became over-traveled could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.